Event description:
It was reported that there is a problem with the telemetry with the remote monitor. Some of the diagnostic readings with the electrograms were not being transmitted. The problem appeared to be related to an interference with telemetry and the patient will try a different location to transmit from. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.